Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 25.0 mmo/l with confusion, tiredness, nausea, and small ketones associated with a pump temperature issue around the cartridge compartment. The reporter indicated that the temperature issue was believed to be a contributing factor to the elevated blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia associated with a pump temperature issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/19/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box showed no evidence of the complaint. The pump¿s total daily dose correctly reflected the user programmed basal rates. The pump was powered on appropriately and exercised without overheating occurring. The pump electrical current draws were tested and were found to be within specifications. A delivery accuracy test was performed and the pump was found to be delivering within specifications.